Event description:
Right knee had massively swollen [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a patient, initials (B)(6). The patient had a history of arthrosis of both knee joints (grade IV) and previous treatment with synvisc with good results and relatively little ailments for 13 months after the last injection. The patient experienced right knee swelling after receiving synvisc. The patient received two synvisc injections into the right knee on unspecified dates 13 months ago. The patient reported that "on the injections 13 months ago, my knee had massively swollen and when treated with cortisone, the swelling disappeared during 2,5 days." The patient reported, the incident reoccurred on the same right knee. At the second synvisc injection, the physician injected cortisone four hours in advance and there was no swelling that time into the left knee joint and if there were any experiences for this combination of injections. The patient also wanted to know if the efficacy of the synvisc injection diminished by cortisone or f the duration of efficacy was shortened. At the time of this report, the outcome of the protein allergy was suspected. The patient wanted to know if they should have an injection of cortisone in advance to every synvisc injection including patient was unknown. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.